Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was not really having "leakage success" like they had originally. The caller noted that the therapy was good for the first week post implant date, but after that there was a gradual decline in its effectiveness. The caller also thought the patient might need to change to a different program because they were having intermittent pain in the crotch area for about a week along with little shocks that last a little while. The caller added, "I'm not sure if the lead is doing something." The patient was able to successfully connect to the ins. The caller decided to change to a different program to see if that would help the patient's symptoms. Agent reviewed how to change programs, and the caller was able to successfully change programs and increase stimulation to a level where the patient could feel it comfortably. The patient will maintain stimulation level and continue to monitor symptoms.